Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument exhibits scratch marks/abrasions on the section of the main tube. Main tube scratch marks measured roughly 0.2450¿ x 0.1785¿. There were no any material missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was broken, and it would not work. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was related to non-intuitive (reversed) motion or uncontrolled motion and grips not opening. Customer confirmed the issue was identified during procedure.